Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited infection. Reportedly, the patient was monitored post-implantation without any healing complications or signs of infection. The patient came for a scheduled follow-up, and it appeared that the s-ICD had rotated within the pocket. The physician suspects blunt trauma at the device site but was uncertain. Following the appointment, the patient presented to the emergency room with increased swelling and fluid accumulation at the site. In only a few days, the symptoms of wound dehiscence became significantly evident. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implantable electrode were explanted. No additional adverse patient effects were reported. This s-ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited infection. Reportedly, the patient was monitored post-implantation without any healing complications or signs of infection. The patient came for a scheduled follow-up, and it appeared that the s-ICD had rotated within the pocket. The physician suspects blunt trauma at the device site but was uncertain. Following the appointment, the patient presented to the emergency room with increased swelling and fluid accumulation at the site. In only a few days, the symptoms of wound dehiscence became significantly evident. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implantable electrode were explanted. No additional adverse patient effects were reported. This s-ICD was returned.